Manufacturer narrative:
Product complaint # ==> (B)(4).

Event description:
It was reported by the biomed that during an unknown procedure, the shaver stopped working, they used a spare one to finish the procedure, no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was sent to the service center for repair. The repair report indicates that the motor rusted and blocked. The motor was replaced. There was no harm to the patient. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. Fluid ingress into the motor compartment of the hand piece is the probable root cause of this failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. This complaint can be confirmed. A device history record (DHR) was requested from the hand piece manufacturer and we were informed that the serial number on the device was one that was sold to a repair center as a spare part. So no DHR is available. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).